Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, 99% stenosed, second diagonal artery off the left anterior descending artery. Predilatation was performed with a 2.0x12 mm balloon catheter and an attempt was made to cross with the first xience pro stent delivery system (sds) (unknown size); however, the sds would not cross and became caught in the vessel proximal to the lesion site. The sds was unable to be retracted; therefore, the stent implant was deployed proximal to the lesion. Predilatation was performed again with another 2.0x12 mm balloon catheter and an attempt was made to advance a 2.5x15 mm xience pro sds which successfully crossed through the deployed stent; however, would not advance through the stenosis. The sds was unable to be retracted without the use of force, resulting in a proximal shaft separation. The separated pieces of the sds were able to be removed. A non-abbott stent was able to cross and was used for treatment successfully. The patient is reported to be fine. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us. The 2.5 x 15 mm xience pro referenced is being filed under a separate manufacturing report number.